Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 1.5, 2.2, 0.7. Nurse was performing troubleshooting as result of another complaint. The nurse (healthy non-coumadin user) got an inr = 1.5. She tested again while on the phone with tech service rep and got inr = 2.2. Customer informed tech service rep that they were using cap tubes and when they ran out of the correct ones were using cap tubes with heparin coating. She is not sure when the switch was made. The nurse tested again while on the phone and got an inr = 0.7 when testing directly off her finger stick with no cap tube. This value is within the inr range for persons not on coumadin.